Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use and the customer was performing a planned treatment/non-emergency treatment. This issue occurred between patients they were able to complete current procedure and send images after monitor was replaced. It was reported that the upper right-hand side of the monitor was smoking. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the left monitor (active monitor) made a popping sound and smoke came out of it before turning off. Fse replaced the defective monitor with new one. After the replacement of defective monitor, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the left monitor made a popping sound and smoke came out of it before turning off. There was no reported patient or user harm. Philips has started an investigation of this complaint.